Manufacturer narrative:
The event occurred in USA during treatment. It was reported that during a circuit change out the hls set disconnected on the connection of the blood inlet 3/8¿ tubing and venous measuring cell. No harm to any person has been reported. As the tubing disconnected during the hls set replacement, a report is required. New information was received on 2026-01-11 that the hls set which required replacement due to a cannula reconfiguration and site exchange, disconnected during the replacement and was disposed off by the customer by accident. The procedure and off pump time exceeded the acceptable limits and therefore the circuit replacement was needed as the circuit began to clot and separate. Following patient information was shared: female, 48 years old with 51,2 kg. Additionally it was clarified that the disconnection was at the point of the circuit tubing, which is tie-banded to the oxygenator inlet. The customer stated that he believes that the new specialist clamped the device under low rpm. Then the rpms were increased. There are no visible damages or any harm to the patient. The patient lost less than 200mls from the circuit. The patient received blood transfusions due to the procedure and complications related to the procedure. No transfusion was related to the reported event. Further new information was received on 2026-01-29 that the hls set was primed on (B)(6) 2026 and connected to the patient on (B)(6) 2026. It is unknown by the customer on which date the hls set was replaced. The customer confirmed that the disconnection was due to an usage error, as he clamped at a low rpm and than increased rpms with the clamp still on. No perfusion protocol is available and the anticoagulation used was a bival systemically to the patient. The anticoagulation was used during cannulation. Clots were observed at the inlet and outlet side. A medical consultation was performed by getinge medical affairs on 2026-02-03 with following conclusion: "potential risk to patient relative to this complaint: 1.blood loss from the extracorporeal circuit rationale: disconnection of circuit tubing may result in acute blood loss. In this event, blood loss was reported to be less than 200 ml and did not result in clinical harm. 2.risk of air entry into the extracorporeal circuit or venous circulation rationale: any circuit disconnection carries a risk of air entrainment, particularly during low-flow or interrupted flow conditions. No air embolism or related adverse outcome was reported in this case. 3. Interruption or delay of extracorporeal support rationale: circuit disconnection during change-out may prolong off-pump time and temporarily reduce extracorporeal support, potentially affecting patient stability. No adverse patient outcome related to support interruption was reported. 4.thromboembolic risk associated with circuit clotting rationale: prolonged off-pump time and observed clot formation may increase the theoretical risk of thromboembolic complications; however, no such events were reported. Conclusion: the information provided suggests that the event was most likely multifactorial, with primary contribution from use error during circuit handling, specifically increasing pump rpm while the circuit was clamped, combined with altered circuit compliance due to clot formation and mechanical stress at a tie-banded tubing connection during replacement. Several potential patient risks were identified, including blood loss, risk of air entry, interruption of extracorporeal support, and thromboembolic risk related to circuit clotting. Based on the information available, none of these potential risks materialized into a reported adverse patient outcome. " in the instructions for use hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, in the chapter "safety instructions for the hls set advanced" it is stated to reduce the blood flow to below 0.6l/min, if clamping is necessary. In chapter "performing perfusion" it is stated to make sure that the tube is not clamped and the air in the tube is displaced by the blood flowing out, to prevent a pulsating backflow of air into the oxygenator. Additionally, in chapter "replacing the set" it is stated to remove the venous clamp. Operate the cardiohelp emergency drive at 1500 rpm and open the arterial clamp. Resume the circulation at the speed last used. The production records of the affected product were reviewed on 2026-02-03. According to the final test results, the product passed the tests as per specifications. Production related influences are unlikely. The review of scrap, rework, enhancements and design changes were reviewed and no abnormalities in regards to the reported failure were found. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported failure. Based on the results the reported event "disconnection during use" could be confirmed, but was not a device related malfunction. This complaint was found in the database of customer complaints for the hls set as a single event (timeframe from 2025-01-06 till 2026-01-06). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in USA during treatment. It was reported that during a circuit change out the hls set disconnected on the connection of the blood inlet 3 slash 8 tubing and venous measuring cell. No harm to any person has been reported. New information was received on 2026-01-11 that the hls set, which required replacement due to a cannula reconfiguration and site exchange, disconnected during the replacement and was disposed off by the customer by accident. The procedure and off pump time exceeded the acceptable limits and therefore the circuit replacement was needed as the circuit began to clot and separate. Following patient information was shared: female, 48 years old with 51,2 kg. Additionally it was clarified that the disconnection was at the point of the circuit tubing, which is tie-banded to the oxygenator inlet. The customer stated that he believes that the new specialist clamped the device under low rpm. Then the rpms were increased. There are no visible damages or any harm to the patient. The patient lost less than 200mls from the circuit. The patient received blood transfusions due to the procedure and complications related to the procedure. No transfusion was related to the reported event.